Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter an issue occurred during a ladg (laparoscopy-assisted distal gastrectomy) procedure. During the fifth firing the sound of calibration was heard, the status indicators were illuminated blue but the surgeon could not return the knife to the initial position and could not open the jaws. The surgeon resected the distal end of the line using a electrosurgical knife and then removed the reload from the tissue. The case was completed using a manual handle. The adapter was reconnected to the handle the status indicators were illuminated blue and the jaws still could not be opened. The jaws could not be opened using the manual adapter tool either. The surgical time was extended more than 30 minutes. Additional tissue resection was required due to the issue. There was tissue damage. There was no patient injury.